Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID#: 2134265-2018-02876. It as reported that plaque shift occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.00 x 48 mm, concentric de novo target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). Pre-dilatation was performed with a 2.5 x 15 mm emerge balloon catheter resulting to 30% residual stenosis. A 3.00 x 38 mm synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The physician then opted to use two short stents. However, when the 3.0 x 16 mm synergy¿ des was advanced through a bend beyond the proximal vessel, some resistance was encountered. He then proceeded to use a pt2ls buddy wire. The stent was able to slide through and was successfully deployed in the mid rca. Another 3.0 x 24 mm synergy¿ des was also deployed in the proximal rca without any overlapping. Post deployment of the two stents, there was haziness before the mid rca stent indicative of plaque shift. A 3.0 x 8 mm synergy¿ des was deployed overlapping between the two stents and the procedure was completed. No further patient complications were reported and the patient's status was stable.